Event description:
During an in clinic follow up, the device was not able to be interrogated with radiofrequency (rf) telemetry. A firmware download was performed and the device was able to be interrogated with a wand. The patient was stable.